Event description:
Baxter received a customer report involving an elastomeric device that was observed to have ruptured its bladder while being filled with an unk volume of hydeocortisone sodium succinate, levofolinate. The drug solution remained within the device housing. No injury or medical intervention resulted from the incident.